Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were trying to recharge three days prior to the date of this report when the por error message was seen. It was noted that the por was not related to an overdischarge event. The patient stated that they realized on the day prior to the date of this report that stimulation was off because they felt their leg bothering them. It was described as a burning/pinching sensation. No falls or traumas were reported that could be related to the issue. It was confirmed that the patient had an informational por and they received assistance in how to clear it. Afterwards, the patient turned stimulation back on and reported overstimulation on group b at 1.5v, so they decreased it down to 1.1v. The patient stated that the por message was cleared and that they were able to successfully connect and recharge. It was noted that troubleshooting resolved the reported issues. The patient also mentioned poor coupling, which resolved after repositioning the antenna. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.